Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services on 12/23/11 states that the threshold has gone up. It is now at 4v. R-waves measured 2.3 mv and impedance was 506 ohms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).